Event description:
The consumer sat on the seat of the rollator when the bar underneath the seat allegedly snapped and he fell through the seat. The consumer allegedly had to crawl from the kitchen to the front room to get to the phone. No injury is alleged.

Manufacturer narrative:
No alleged serious injury. Alleged malfunction. The rollator model is 65650 and the serial number is unknown. Unknown whether or not the product is distributed. Allegedly, the consumer was seated when the bar underneath the seat snapped, and the consumer fell through the seat. The consumer is a male who is (B)(6). The consumer has had two hip replacements, is diabetic and had a six way heart bypass. His stability is unknown. The consumer's medication regimen is unknown. Any additional loading to the device is unknown. The environmental conditions for the flooring, carpeting, tiling or terrain are unknown. The consumer's product usage technique is unknown. An RMA number has been issued for the return of the device.